Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection reveals that the device is worn but in as expected condition. There were no anomalies noted on the housing, cable, connector, button or pedal. The device was taken to a lab and tested. It was connected to a vapr vue generator. An electrode was connected to the generator and the tip was immersed in saline solution. The ablate and coag pedals functioned as intended. The mode button was also tested and functioned correctly. This testing procedure was repeated several times to confirm the continuity of function. This complaint cannot be confirmed. A manufacturing record evaluation was performed on 6/11/2019 for the finished device lot number, and no non-conformances were identified. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 3 footswitch did not coagulate. The case was completed without the footswitch by using the buttons on the shaver. There was no patient consequence or surgical delay. The sales rep was not present and could not provide any additional information. The device is returning for evaluation.